Event description:
During a laparoscopic bowel procedure, the ez35 did not fire properly. The handles broke in surgeon's hand. No consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Results of evaluation: conclusion; based upon the info received and the visual examination, it was concluded that the instruments were returned non-functional. The insturments were disassembled and were found to have damaged firing mechansims. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interruptred firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.